Event description:
My journey all started in 2010, soon after my implants, I started a rash through my chest, back and neck. I consulted my doctor and couldn't find a reason why I had this. I started to have back pain as well. After that I started to have, this constant heartburn, and stomach cramps. I was taking gaviscon all day long, went to doctor and was diagnosed with acid reflux. In 2011-2014 started really to be sick with severe episodes of vomiting, and constant severe nausea. I was hospitalized twice. So much I was in pain. I also had endoscopy and MRI done, came back with severe inflammation lining, but nothing else. I became intolerant to almost 60% of my food intake. I couldn't digest gluten, dairy, soy, fiber or anything with spice. I lost over (B)(6) in a period of two weeks. I managed my pain with removing gluten, dairy, soy and fiber from my diet, taking so many supplements, but still kept having vomiting episodes, cramps and constant heartburn. Consulted natural path, chiropractic and physio all for my stomach pain, to relieve the pain. In 2015-2016 I started to have severe anxiety attacks, my back, shoulders and neck started really to hurt, went for a xray and MRI, diagnosed me with the mild to moderate osteoporosis, calcification on 3 disk in middle of my back, two lesions correspond to hemangioma and one cyst all in thoracic area of the spine. Still constant pain in stomach and occasional vomiting. In 2017 I also had to get operated for two ovarian cysts to have them removed. My health started to really get worse, I had severe vertigo, with tinnitus of the ears. It would last period of a month long, my heart started to have so many palpitation, I was really thinking I would have a heart attack. I went to the emergency room and had a monitor 48 hrs, was diagnosed with 6000 pvcs per 24 hrs. I did a heart ultrasound, and my heart was healthy. I had no explanation of the cause of my pvcs (premature heat beat). Then back to the emergency room because I had tachycardia heart rate. Did more blood test and my tsh level were high with deficiency in vitamin d. Got an ultrasound for my thyroid, diagnosis with my thyroiditis and 3mm nodule on my thyroid, but specialists found nothing more than that. Started to have more and more fatigue anxiety. Tingling and numbness in my hands and feet, waking up with my legs numb in the morning. Back to do more test and my ana was (B)(6), declared autoimmune disease, connection tissue disease. (In the process with rheumatologist to know what type of autoimmune I have). Here are other symptoms I have without diagnosis: chills, sensitivity to light, chronic cough, no libido, mood swings, hand and feet get numbness to the cold. I'm currently in process of explaining, I can no longer work for the past 3 1/2, lost my company because I was so ill. I can barely do regular house work. This has affected my life in a dramatic way. I really believe these implants are slowly killing me.